Event description:
The reporter did a back to back (rapid succession) blood glucose test, using different fingersticks, and got a result of 68 and 227 mg/dl. A control solution test was in range 129(93-139). When testing, the reporter did not compare the confirmation dot on the strip to the color chart on the vial. The reporter is a new user of meter. No symptoms were reported.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8